Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Patient presented for CT of the abdomen/pelvis. Blood was drawn back from PICC and PICC flushed with no issues. After putting the patient's arm up above their head for the scan the pump attached to the other line alarmed. After starting the injection of contrast the pressure on the monitor "did come close to the pressure out line and after about 10-15 mls the patient stated she felt something was wrong as she was wet". The injection was aborted. It was reported there was clear fluid filling underneath the tegaderm tracking along the PICC line on the outside of the patient. Within seconds there was blood. The nurse flushed the PICC and the blood was diluted under the tegaderm. The PICC was removed by the radiologist and a peripheral IV placed to complete the CT procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Patient presented for CT of the abdomen/pelvis. Blood was drawn back from PICC and PICC flushed with no issues. After putting the patient's arm up above their head for the scan the pump attached to the other line alarmed. After starting the injection of contrast the pressure on the monitor "did come close to the pressure out line and after about 10-15 mls the patient stated she felt something was wrong as she was wet". The injection was aborted. It was reported there was clear fluid filling underneath the tegaderm tracking along the PICC line on the outside of the patient. Within seconds there was blood. The nurse flushed the PICC and the blood was diluted under the tegaderm. The PICC was removed by the radiologist and a peripheral IV placed to complete the CT procedure. No patient harm reported. The patient's condition is reported as fine.